Manufacturer narrative:
(B)(4) - the reported event of "needle detached."

Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used during a vaginal pelvic floor reconstruction procedure. The exact type of capio device used is unknown. According to the complainant, the needle of a gore-tex suture (not a boston scientific device) detached inside the patient during the procedure. It was reported that the detachment occurred at the needle and that the separation occurred "after a couple of stitches had been thrown through the graft." (Graft type and manufacturer unknown.) An x-ray was taken the same day as the procedure but the needle could not be located. It was reported that the needle has not been located or retrieved since the initial procedure. The physician completed the procedure with the same capio suture capturing device and there were no reported patient complications. The patient's current condition was not specified; however, it was stated that "there was no reported patient impact."